Event description:
A report was received that the patient had not used the device due to having increased pain from the stimulation. The patient will undergo an explant procedure.

Manufacturer narrative:
(B)(6). Additional suspect medical device component involved in the event: model #: sc-1110 serial #: (B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient had not used the device due to having increased pain from the stimulation. The pain had been going on for years but worsened due to weight loss. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action.